Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the device display incremented as though fluid was being delivered however, no fluid was delivered. There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided. The customer reported there was no patient involvement.